Event description:
Reported blood glucose results of "305,176,150,203,152, and 174 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution are being replaced.